Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that intra-aortic balloon cather (iabc) ruptured. The iabc, worked uninterrupted for 20 hours. The cardiology intensive care unit (ICU) doctors observed the lack of hemodynamic effect of counterpulsation (lack of deflections on the invasive blood pressure record) during morning hours. The blood was found in helium tubing and characteristic loud sound from tubing was heard. The blood was present all along the tubing up to console plug in. As a result, the iabc was removed entirely. After removal of the iabc a pinpoint rupture in the half length of the balloon was noted. It was reported that the iabc was not reinserted. The patient was stable enough to wean from iabp therapy. It was reported that the patient died two days after iabc removal due to pulseless electrical activity (pea). Additional information received. After removing the iabc the patient was hemodynamically stable. There was no second balloon insertion. The device did not contribute to patient death. After removing the faulty balloon catheter the second one was not inserted because due to their judgment patient was hemodynamically stable and did not need counterpulsation anymore. Patient died two days after iabc removal due to pulseless electrical activity. Judgment was done by physicians (cardiologists).

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that intra-aortic balloon cather (iabc) ruptured. The iabc, worked uninterrupted for 20 hours. The cardiology intensive care unit (ICU) doctors observed the lack of hemodynamic effect of counterpulsation (lack of deflections on the invasive blood pressure record) during morning hours. The blood was found in helium tubing and characteristic loud sound from tubing was heard. The blood was present all along the tubing up to console plug in. As a result, the iabc was removed entirely. After removal of the iabc a pinpoint rupture in the half length of the balloon was noted. It was reported that the iabc was not reinserted. The patient was stable enough to wean from iabp therapy. It was reported that the patient died two days after iabc removal due to pulseless electrical activity (pea). Additional information received. After removing the iabc the patient was hemodynamically stable. There was no second balloon insertion. The device did not contribute to patient death. After removing the faulty balloon catheter the second one was not inserted because due to their judgment patient was hemodynamically stable and did not need counterpulsation anymore. Patient died two days after iabc removal due to pulseless electrical activity. Judgment was done by physicians (cardiologists).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon cather (iabc) ruptured. The iabc, worked uninterrupted for 20 hours. The cardiology intensive care unit (ICU) doctors observed the lack of hemodynamic effect of counterpulsation (lack of deflections on the invasive blood pressure record) during morning hours. The blood was found in helium tubing and characteristic loud sound from tubing was heard. The blood was present all along the tubing up to console plug in. As a result, the iabc was removed entirely. After removal of the iabc a pinpoint rupture in the half length of the balloon was noted. It was reported that the iabc was not reinserted. The patient was stable enough to wean from iabp therapy. It was reported that the patient died two days after iabc removal due to pulseless electrical activity (pea). Additional information received. After removing the iabc the patient was hemodynamically stable. There was no second balloon insertion. The device did not contribute to patient death. After removing the faulty balloon catheter the second one was not inserted because due to their judgment patient was hemodynamically stable and did not need counterpulsation anymore. Patient died two days after iabc removal due to pulseless electrical activity. Judgment was done by physicians (cardiologists).